Event description:
Procedure type: lap chole. According to the reporter: the clip was closed properly, but the clip slipped from the vessel. The clip fell into the pt cavity. The clips were removed from the pt cavity. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).